Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, there was a hair seen inside the sterile kit. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, there was a hair seen inside the sterile kit. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 06/02/2020. An investigation was conducted on 06/22/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned inside its plastic protective shell, however the sterile packaging was not returned. A single strand of brown hair was observed on the inside of the bottom plastic protective shell, underneath the device. No other strands of hair were observed. There were no signs of damage to any of the products. No other failures were observed based on the condition of the device and the evaluation results, the reported failure "contamination / decontamination problem" was confirmed. The device history record (DHR) was reviewed. The records show the device lot conformed to all applicable specifications.